Event description:
Customer reported a discordant hemoglobin a1c (hba1c) results on the instrument. There was no report of injury due to this event.

Manufacturer narrative:
This event was e-mailed to a siemens employee on (B)(4) 2014 from an employee of a pharmaceutical company that is performing a drug trial using sites that have the dca vantage instrument. The complaint was not initiated from the site, and additional information could not be obtained. Proper procedure has been communicated with the company that is conducting the trial to ensure that future complaints go through the proper process. The cause for the discordant hemoglobin a1c (hba1c) results is unknown.